Event description:
Additional information received notes that the atrial lead had dislodged resulting in p-wave amplitude variation. The atrial lead was reprogrammed on 09 jul 2024 and later on was explanted and replaced.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and sensing p-wave amplitude variation. A complete lead was returned in one piece for analysis. The reported events of failure to capture and sensing p-wave amplitude variation were not confirmed. Electrical testing, x-ray examination, and visual inspection were normal with no anomalies found. The helix mechanism test could not be performed due to as received compressed/damaged helix housing of the lead.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. The atrial lead was explanted and replaced. The patient was ins stable condition.